Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, acute thrombosis occurred. Three days prior to the procedure the patient was hospitalized for a myocardial infarction. The 95% stenosed eccentric de novo lesion was located in a moderately calcified and moderately tortuous right coronary artery that measured 3.9mm in diameter. Access was through the femoral artery. The lesion was not predilated. A 3.0x38mm taxus liberte' long drug eluting stent was advanced to the lesion and deployed. No patient injuries or complications occurred. It was noted that angiomax was given during the procedure and a bolus of 300mg plavix was given at the end of the procedure. Less than one hour after the completion of the procedure, the patient presented with chest pain. Thrombosis was confirmed by angio and ivus. Rheopro was dripped intracoronary through an infusion catheter to resolve the thrombus. A 4.0x20mm nc quantum balloon was then used to dilate the lesion using multiple inflations from 14 to 19 atms. No further patient injuries or complications occurred. The patient's antiplatelet therapy was changed to effient. Patient status is listed as "okay."